Event description:
Aspen surgical received a report from our distributor indicating that drains were discovered with sealing issues. No injury or death was reported. This is entered in our system as (B)(4).

Manufacturer narrative:
Aspen surgical received a report from the distributor indicating that product was found with seal issues. The actual device was not returned for evaluation. The manufacturing lot number was provided for review. If any additional relevant information is identified, the additional relevant information will be submitted in a supplemental report.